Manufacturer narrative:
Additional information: a1, a2, a3, d1, d4, d6, d6.a, d6.b, h4, h10. Advanced bionics considers the investigation into this reportable event as closed. The recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced dizziness following initial implantation surgery. The recipient was prescribed steroids. The recipient's issues have resolved. The recipient is using the device.